Event description:
The lead was returned after being explanted due to an associated product. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that he proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: 6949-58 crdm defib lead implanted: (B)(6) 2006. (B)(4).

Event description:
Follow-up later determined that the atrial lead had dislodged upon extraction of the rv (right ventricular) lead.